Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer successfully resumed insulin delivery. Customer's blood glucose was in the 200 mg/dl range. Multiple attempts were made by tandem technical support to follow up with the customer, but no response was received.